Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one of the three cassette indicator pin seals were missing from the pump head. The event occurred during testing.

Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 8/15/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal. The dso seal was replaced to fix the issue. Seals were also installed for the cassette indicator pins.